Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was returned for analysis. Evaluation revealed that the ventricular setscrew became stuck to the tip of the torque wrench due to incorrect insertion of the torque wrench into the setscrew inset. Analysis indicated that the physician forced the wrench tip into the setscrew recess without proper alignment. As a result, the corners of the wrench tip wedged forcefully into the walls of the setscrew recess, causing the setscrew to become stuck to the wrench tip. The anomaly of the setscrew stuck to the wrench tip is related to the user/physician's incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while tightening the lead into the port, the header set screw detached and fell off. As a result, the pacemaker was not implanted and was replaced during the same procedure. The patient remained stable throughout the procedure.